Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: pyogenic arthritis: in 2009- a female pt started artz dispo injection into the knee for osteoarthritis. Eight months later - she received artz dispo injection. Three days later - she complained of knee pain worsened. She received 1% xylocaine 10 ml into the knee, and loxoprofen for pain. Two days later - she complained that she was unable to walk due to knee pain. She received 1% xylocaine 10 ml. The following day - she underwent aspiration of 47 ml cloudy fluid, in which it was revealed gram-positive coccus later. She received 1% xylocaine 5 ml and triamcinolone acetonide 40 mg into the knee. The following day - generalized itchy wheals occurred. She started diclofenac suppository for pain. The next day - the rash was improved. The following day - she received 1% xylocaine 10 ml. Two days later - she was admitted to the hospital emergently because, her general condition was worsened. Her condition was diagnosed as complicated dic with septic shock caused by pyogenic arthritis. The following month - she died. The physician considered the event related to artz dispo injection. The physician's comment is as follows; it is thought that the injection of three days prior to event, caused gram-positive coccal infection in the joint. The path for transmitting could not be determined whether infection from the injection site or contamination in the injection solution or hematogenously-disseminated.